Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended conducting further vacuum testing with different handpieces and a system. The customer was able to troubleshoot and resolved the problem reported. Preventive maintenance (pm) was also recommended to be performed. The customer would call back if further support was needed or would like to have the system serviced. The customer did not request service. The system was manufactured on december 20, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low vacuum during a procedure. Additional information has been requested.